Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n366 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n366 shows no trends. Trends were reviewed for complaint categories, clot observed and alarm #17: return pressure. No trends were detected for these complaint categories. The customer provided photographs for evaluation. The kit was not returned. The customer reported that multiple alarm #17: return pressure alarms occurred during a treatment that was aborted. Review of the customer provided photographs confirmed the presence of blood clots in the kit. The blood clots can be seen in the filter and return line. Section 2-9 of the cellex operators manual (1470493 rev 6) for use with software 5.4 on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications, and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." The most likely root cause of the alarm #17: return pressure alarms is due to blood clots in the kit. The root cause of the blood clots could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report blood clotting in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received alarm #17: return pressure alarms during the reinfusion phase of the procedure. The customer reported they observed clotting in the return line and filter. The customer reported they lowered the return rate and successfully completed the ecp treatment. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer returned photographs for investigation.